Manufacturer narrative:
The device has been received, however, the device has not yet been analyzed. Attempts to gather additional information have been made, however, our attempts have been unsuccessful. A supplemental repost will be submitted when the device evaluation has been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the coiling procedure, the coil was unable to detached. The coil took a tremendous amount of force to detach after several failed attempts. No patient injury occurred. The unit will be returned for evaluation.

Manufacturer narrative:
The device was received for investigation within its outer carton and inside of a shipping box. The instant detacher was not returned; therefore, any contributing factors from the detacher could not be assessed. The pusher was returned for evaluation with the implant coil missing as it was implanted in the patient. The tack weld replacement (twr) crimp was found loose and the pusher was found unbroken. The coin was not against thelumen stop, and the coil shield was found to be stretched. During evaluation, the pusher was intentionally broken to gain access to the release wire. The release wire was pulled out of the pusher. The coin was measured in 3 locations and was found within specifications: specification dimensions for the coin are: at 0.063mm: 0.063-0.089mm; at 0.127mm: 0.075-0.105mm; at 0.275mm: 0.086-0.108mm. Measured 0.084mm at 0.063mm; measured 0.103mm at 0.127mm; measured 0.105mm at 0.275mm. The outer jacket was then removed. The i.d. Of the lumen stop and the retainer ring were found visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. Specification dimension for the lumen stop inner fit ID is 0.00220" mi nimum, and for the lumen stop inner fit ID is 0.0029" maximum. It was measured 0.0027". The retainer ring inner diameter (ID) was measured and found to be within specification. Specification dimension for the retainer ring inner dimension is 0.00455"+/- 0.00010 ". It was measured 0.00460". All other subassemblies appeared to be normal and no other anomalies were observed. Based on the device analysis findings and the reported event details, the customer re port of ¿non-detachment¿ could not be confirmed. The cause for the difficulty during detachment is unknown as the coil was eventually detached and implanted in the patient. The coil shield appeared to be damaged. However, the cause for damage could not be determined. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.